Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated their stimulator didn't work anymore and they couldn't even charge the device up anymore. Patient said they noticed the issue last year, they think in august or september. Patient then said they now have a bump in their back now next to the implant, which they also noticed last year. Patient said they went to their doctor and their doctor wanted an MRI of their back. However patient said the hospital told patient they weren't able to have an MRI. Patient called asking about MRI compatibility. Agent reviewed MRI information. Patient did not have the equipment with them at the time of the call to try and charge again and try to access MRI mode. Agent reviewed to have MRI tech call with any questions on MRI guidelines. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed if the doctor wants them to try and enter MRI mode, to call back with equipment to try and charge.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.